Event description:
Related manufacturer reference number: 2017865-2021-36757. It was reported that the pacemaker and the atrial lead exhibited noise. The pacemaker and the atrial lead were both explanted and replaced. Patient was stable.